Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information is not expected as the patient does not want a call back. (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, that she has had a second laser procedure due to a tear in the iol. Additional information is not expected as the patient does not want a call back.